Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis. The customer's blood glucose at the time of incident was unknown. The customer reported that insulin pump was dropped and had blank display and insulin pump received failed battery alarm. The customer was advised to remove battery after insertion of battery display did not returned. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.